Manufacturer narrative:
Manufacturing site: asahi (B)(4), registration number: (B)(4) attempts were made to gather complete event information; the patient was stable and there were no complications. The device investigation could not be conducted because the guidewire was not returned for the manufacturer investigation. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. There was no indication of product deficiency. Based on the obtained information, it is presumed that pulling and rotational force exceeding the product's design limit might be inadvertently given to the guidewire while the distal tip of the guidewire had been trapped by the peripheral vessel. Warnings section of the IFU states that: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, during pci treating a cto lesion in the rca #1, a stiff type non-asahi guidewire was used and crossed the lesion. The guidewire was advanced to 4lp and exchanged to an asahi guidewire. Pre- and post-dilatations were done with a unidentified balloon catheter. When the physician attempted to remove the guidewire after angio, it was noted that the guidewire was trapped. An asahi microcatheter and a non-asahi guidewire were advanced to unleash the trapped guidewire but it did not work out. It was noted that the trapped guidewire elongated. Two other non-asahi guidewires were advanced parallel to the trapped guidewire and three guidewires were pulled out. The tip of the trapped guidewire got separated and remained in the vessel. A broken piece was stented and the procedure was finished.